Manufacturer narrative:
Christoph bacri,1 baptiste durant,1 kheira hireche,1,2 pierre alric,1,2 thomas gandet,1,2 and ludovic canaud,1,2 montpellier, france. Https://doi.org/10.1016/j.avsg.2025.11.143 a2: mean age a3b: mean gender earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding, "two-stage open ascending aorta replacement followed by total aortic arch repair using a double-f enestrated physician-modified endograft for patients with an aortic arch aneurysm and an aneurysmal ascending aorta". The aim of this study is to report the feasibility and outcomes of a two-stage open ascending aorta replacement followed by total aortic arch repair using a double-fenestrated physician-modified endograft for aortic arch and ascending aorta aneurysm. The time frame of this study was january 2020 to april 2024 the following medtronic devices were used: valiant captivia stent graft (medtronic), used as a physician-modified endograft with double fenestrations. The following events were noted; serious injury; stroke, intervention for hemostatis and endoleak, pseudoaneurysm, aneurysm expansion. No further information was provided pertaining to medtronic products.